Manufacturer narrative:
Olympus contacted the user facility again. The user facility informed that they conducted additional microbiological testing and the test result indicated no microbial growth for the device. The user facility decided not to return the device to olympus. The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument channel of the subject device tested positive for pseudomonas aeruginosa at the microbiological testing by the user facility. Olympus followed us with the user facility to obtain additional information and was informed that two patients tested (B)(6) for pseudomonas after bronchoscopy using the device. One patient experienced the bronchoscopy on (B)(6) 2018, and the other patient experienced the procedure on (B)(6) 2018. In any case the number of microbes was not provided from the user facility. The user facility suspected that the first patient was source of the pseudomonas and contaminated the device, and the second patient was infected by the device. The subject device had been used at the intensive care unit (ICU) of the user facility and reprocessed using an olympus automated endoscope reprocessor model mini etd2 (not available in the USA) with peracetic acid. The outcome of the patients is unknown. Olympus is submitting MDR according to the number of the patients who tested (B)(6)for microbes. This is 2nd of 2 reports.